Event description:
While reviewing the programming history for the patient it was noticed that the patient came into an appointment on (B)(6) 2010 set to an office time of 60 minutes. It is unknown if the patient was intentionally programmed to those settings or of it was a result of an incomplete diagnostics that resulted in a setting change that was only partially corrected. The off time was corrected when it was seen on interrogation.

Manufacturer narrative:
Date of this report, corrected data: the initial report inadvertently listed the wrong year for the date that the report was received by the manufacturer. Date received by manufacturer (mo/day/yr), corrected data: the initial report inadvertently listed the wrong year for the date that the report was received by the manufacturer.

Manufacturer narrative:
Analysis of programming history.